Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch #: unk. As a lot/batch was not provided, a device history could not be performed. Additional information received: no clips fell off the tissue but that the clips were malformed, scissoring and ejecting from the device.

Event description:
It was reported that during a vascular procedure, clips not forming adequately or tight enough. Clips being ejected as they would reload. Case completed with an additional device of the same product code. There were no patient consequences reported.